Manufacturer narrative:
(B)(4). Additional information was requested but unavailable: what is the lot or batch number of each device? For the 1st device? Did the tissue pad melt? Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Is the tissue pad completely missing from the clamp arm? For the 2nd device: did the tissue pad melt? Or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Is the tissue pad completely missing from the clamp arm? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws?

Event description:
It was reported that during a hand assisted laparoscopic liver resection procedure, two devices had ¿tissue pad failures¿ in which part or all of the tissue pad detached but was retrieved from the patient. The retrieval did not cause any changes to the care of the patient. It is unknown whether the detached pieces were discarded or saved. A third device of the same product code was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).batch # p91x5v. The device was returned with the tissue pad damaged, melted, and 100% present. Dry body fluids were observed on the shaft. The device was connected to the gen11/pi key to test functionality. The device was functional and worked as intended. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.